Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h4, h6, h11. Evaluation of the photos provided confirmed black debris throughout sealed tray, evidence of battery electrolyte expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during surgery it was found that the unopened device was badly packaged. There was debris in the packaging due to the battery exploding. There was no patient impact or delay noted. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.